Event description:
It was reported that the device was getting warm during testing. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the MFR and an evaluation is anticipated. This report will be updated when the eval is complete.